Manufacturer narrative:
Disposable codman cord and tubing were returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the reported complaint was confirmed via investigation; green residue was found on the returned cord and tube sets. Root cause - the root cause is being investigated; however, currently the complaint issue does not represent an adverse trend. The issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a green residue in the bipolar cord and tubing (ID (B)(4)). It was discovered during a stock check of inventory to be used in kits. The product has been placed on hold to prevent being placed in kits. No patient injury reported and the event did not led to surgical delay.